Event description:
During arthroscopically assisted acl repair surgeon noted swelling of pt's (l) thigh - instrument and fluid removed - reinserted and (l) thigh continued to swell. Decision made by surgeon to stop case at this point. Patency test conducted prior to procedure with appropriate results. Limb exsanguinated to help remove fluid from soft tissue. Excess fluid removed from knee. No evidence of compartment syndrome. Observed overnight with elevation and ice to (l) leg. Discharged 12/31 with decreased swelling. No sensory or motor impairment.